Event description:
The patient underwent the successful coil embolization of the left posterior communicating artery (pcom) aneurysm. The procedure was complicated by an embolism. Immediately following the procedure the patient was stable. Nine days post procedure, the patient was discharged with improvement and good recovery. Approximately five months post procedure follow-up showed the patient¿s condition was improved. No further information was provided.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Embolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.